Event description:
Soon after surgery, I started to have my hip make noise clicking and dislocating. After one year, had to have revision surgery on right hip which helped for a short time then the noise came back as did the dislocations. In late 2008, it dislocated again causing me to fall and breaking right hip in 3 -three- places. Had to have hip replaced and damge to hip fixed -plates and screws- also before breaking the hip squeaked as I walked causing pain also have the same implant in left hip that is now starting to do the same. Doctors say, it will have to be replaced also soon. I am very sorry that I ever had them done. Now it is unbearable to live this way. Stryker hip joint implanted in 2005 to 2009. First therapy was for three months in 2005. Revision done in late 2006. Therapy was on the next day thru early 2007. Dats of use: 2005 - 2009. Diagnosis or reason for use: avascular necrosis. Event abated after use stopped: no. Event reappeared after reintroduction: yes.